Event description:
It was reported from the sicu that the patient had 5% dextrose and 0.9% sodium chloride injection usp with vtbi of 1000ml infusing at a rate of 75cc/hr. A secondary infusion of ceftolozane/ tazobactam 1.5gm/nacl 0.9% 100ml was infusing at a rate of 100ml/hr to be infused over 1 hour every eight (8) hours that was initiated post operatively at approximately 1100. Approximately 2 minutes after the initiation of the fluids, the fluids were noted to be dripping into the drip chamber at a much faster rate. The tubing was disconnected and drained into a cup in order to measure the remaining volume of fluid. After one hour, approximately 175cc was drained into the cup; however the vtbi was 75cc. New pump and new tubing bag was primed and ivf were initiated as ordered to infuse appropriately at 1115 there was no harm to patient.

Manufacturer narrative:
Cont¿d from d.11: 1000ml baxter bag, lot: y320531, exp: apr21, 5% dextrose and 0.9% sodium chloride injection; non-bd secondary set; 100ml baxter bag, lot: 19h31g50, exp: 04/2020, ceftolozane/tazobactam; zerbaxa vial, lot: sp1520, exp: 2021nov01, ceftolozane and tazobactam. The reported issue that the fluids running at the rate of 75ml/h were observed to be dripping in the drip chamber faster than the rate and that after an hour of running the output into a cup it was found to have drained 175cc into the cup with the rate at 75ml/h could not be confirmed or duplicated during the investigation. ¿ an infusion of the fluid d5 + normal saline, running at the rate of 75ml/h with a vtbi at 800ml was manually terminated after recording delivering a volume of 143.4ml. The cause for its early termination could not be ascertained from the log. ¿ the testing of the infusion system found it to be infusing within specification with no observed evidence of unregulated flow. ¿ the inspection process found that the bezel was an un-approved third party part. ¿ the dimensional analysis of the silicone segment section within the administration set found it had a wall thickness out of specification and its internal diameter also out of specification where it interfaces with the lower occluder finger of the pump module. Although the reported customer event was not replicated during testing, the found out of specification condition of the silicone segment section on the returned incident administration set may be a contributing factor. The out of specification condition may prevent the occluder from completely occluding the tubing allowing for periods of unregulated flow; also an un-approved third party bezel was also found on the pump module and may also be a contributing factor for the reported customer over infusion experience.

Manufacturer narrative:
Concomitant medical products: 1590530 ceftolozane/tazobactam and zarbaxa. Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported that patient had ivf initiated post op at approximately 1100. The pump was to infuse at 75 cc/hr, within two minutes; the ivf was noted to be dripping into the well at a much faster rate. Tubing was disconnected and drained into a cup in order to measure and be sure that the pump was infusing excessive amount. After one hour, approximately 175 cc was drained into the cup. The vtbi however stated 75 cc. New pump and new tubing bag was primed and ivf were initiated as ordered. There was no harm to patient.